Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Manufacturer narrative:
D11 - intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found with a broken blade. The blade was broken at 0.018¿ from its base. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. This root cause of the broken blade was caused by mishandling/misuse of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA has been issued requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history found no other complaints related to this product. No image or procedure video was provided for review. A system log review could not performed since insufficient product information was provided. This complaint is reportable due to the following: it was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the tip of the harmonic ace instrument broke off and fell inside the patient. The tip was retrieved during the same procedure. The customer used a backup instrument. The procedure was completed with no injury to the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the tip of the harmonic ace instrument broke and fell inside the patient. The tip was retrieved during the same procedure. The customer used a backup instrument and the procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) attempted to follow-up with the initial reporter to obtain additional information; however, the customer could not provide any further details about the procedure or the instrument.